Manufacturer narrative:
The reagent batch number is 78684301 with an expiration date of 30-apr-2025. Investigation is ongoing.

Event description:
There was an allegation of questionable cortisol ii results for one patient sample tested on a cobas e 411 analyzer (rack system). The initial result was >60 ¿g/dl. The repeat result was 11.64 ¿g/dl. The second repeat result was 11.82 ¿g/dl. The repeat result was deemed correct and reported to the patient.

Manufacturer narrative:
It was observed that the last calibration at the customer site was done on (B)(6) 2024, however, the values at that time were within specifications. Additionally, the qc from a few days before and a few days after the event showed acceptable results. Therefore, a product problem is not indicated. Furthermore, a review of the alarm trace did not show any abnormalities indicating no issues with the instrument. The field service engineer re-adjusted the s/r probe. No further issues were reported by the customer. The investigation determined that the service action resolved the issue. While the exact root cause of the misalignment remains unclear, it is likely user error related, as the probes are exposed and can easily become misaligned during handling.